Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the seat is cracked on the commode. The caller stated that the seat pinched her skin. No medical intervention sought. No additional information provided.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the cracked toilet seat. The seat had two large cracks on both sides. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: commodes. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the cracked toilet seat. The seat had two large cracks on both sides. The caller stated that the seat is cracked on the commode. The caller stated that the seat pinched her skin. No medical intervention sought. No additional information provided.